Manufacturer narrative:
At the time of this report the investigation is still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to the FDA.

Event description:
It was reported that a patient died. Further information concerning the course of the event and relation to the device was requested but not yet received. (B)(4).

Event description:
The following was reported. The patient was positioned on the table top and the back plate was fixed. The back plate can be moved by releasing two excentric levers. In this case the levers were opened accidentally when two extension bars were rotated. The back plate was no longer locked and swung downwards. As a consequence the patient fell off the table. A doctor from the clinic stated that a cerebral and cervical CT scan was performed after the fall. The result of this scans was that only cutaneous lesions were present. The doctor stated, that he believed the patient did not die due to the fall. He stated, that in addition to his age (92 years) the patient had a high co-morbidity and died when they were finishing the intervention. Manufacturer reference# (B)(4).

Manufacturer narrative:
A getinge-maquet service technician has investigated the affected table top. He has found that two push buttons were defective. These push buttons are part of a safety mechanism to avoid the accidental release of the eccentric levers. If both eccentric levers are released, the back plate is unlocked and can be moved. If these two push buttons are defective, the product is not meeting its specification and should not be used. In this case, the product was used despite this defect. The two eccentric levers were accidentally released when the extension bars were adjusted. The back plate fell downwards. In the instructions for use (IFU) the user is advised that once per year a maintenance should be performed on the table to ensure operational safety. This maintenance should be performed by an authorized service engineer. For this table the described maintenance was not performed by getinge-maquet. Lack of maintenance may have contributed to this event. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
On (B)(6) 2020, getinge became aware of an issue with 114020an - extensions table top. As it was stated, the 92 years old patient was positioned on the table top and the back plate was fixed. The back plate can be moved by releasing two excentric levers. In this case, the levers were opened accidentally when two extension bars were rotated. The back plate was no longer locked and swung downwards. As a consequence, the patient fell off the table. The patient died. A doctor from the clinic stated that a cerebral and cervical CT scan was performed after the fall. The result of these scans was that only cutaneous lesions were present. The doctor stated, that he believed the patient did not die due to the fall. He stated, that in addition to his age the patient had a high co-morbidity and died when they were finishing the intervention.

Manufacturer narrative:
The correction of b5 describe event or problem and h10 addtl mfg narrative fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b5 describe event or problem: the following was reported. The patient was positioned on the table top and the back plate was fixed. The back plate can be moved by releasing two excentric levers. In this case the levers were opened accidentally when two extension bars were rotated. The back plate was no longer locked and swung downwards. As a consequence the patient fell off the table. A doctor from the clinic stated that a cerebral and cervical CT scan was performed after the fall. The result of this scans was that only cutaneous lesions were present. The doctor stated, that he believed the patient did not die due to the fall. He stated, that in addition to his age (92 years) the patient had a high co-morbidity and died when they were finishing the intervention. Manufacturer reference# (B)(4). Corrected b5 describe event or problem: on (B)(6) 2020, getinge became aware of an issue with 114020an - extensions table top. As it was stated, the 92 years old patient was positioned on the table top and the back plate was fixed. The back plate can be moved by releasing two excentric levers. In this case, the levers were opened accidentally when two extension bars were rotated. The back plate was no longer locked and swung downwards. As a consequence, the patient fell off the table. The patient died. A doctor from the clinic stated that a cerebral and cervical CT scan was performed after the fall. The result of these scans was that only cutaneous lesions were present. The doctor stated, that he believed the patient did not die due to the fall. He stated, that in addition to his age the patient had a high co-morbidity and died when they were finishing the intervention. Previous h10 addtl mfg narrative: a getinge-maquet service technician has investigated the affected table top. He has found that two push buttons were defective. These push buttons are part of a safety mechanism to avoid the accidental release of the eccentric levers. If both eccentric levers are released, the back plate is unlocked and can be moved. If these two push buttons are defective, the product is not meeting its specification and should not be used. In this case, the product was used despite this defect. The two eccentric levers were accidentally released when the extension bars were adjusted. The back plate fell downwards. In the instructions for use (IFU) the user is advised that once per year a maintenance should be performed on the table to ensure operational safety. This maintenance should be performed by an authorized service engineer. For this table the described maintenance was not performed by getinge-maquet. Lack of maintenance may have contributed to this event. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report. Corrected h10 addtl mfg narrative: getinge became aware of an issue with 114020an - extensions table top. The 92 years old patient fell off the table due to the back plate swinging downwards. A cerebral and cervical CT scan was performed after the fall and only cutaneous lesions were present. The patient died, but the doctor stated that he believed the patient did not die due to the fall and in addition to his age the patient had a high co-morbidity and died when they were finishing the intervention. The affected extension table top has been evaluated by the company¿s service technician. Two push buttons were found to be defective. After replacing the defective push buttons the device was released for usage. This particular device range has been discontinued in the production since 2008 and the end of service for the installed base took place in 2018. In the instructions for use the user is advised that once per year maintenance should be performed on the table to ensure operational safety. This maintenance should be performed by an authorized service engineer. For this table, the described maintenance was not performed by getinge. Lack of maintenance may have contributed to this event so the root cause for this issue is user error. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As the malfunction of push buttons was found, it was considered that the getinge device was not up to the specification. There was one similar complaint found related to this issue investigated here, so the failure ratio is (B)(4). Getinge initiated a field action fa 2021-011 (z-0239-2023) in november 2022 for the extension table top for operating table system 1140 for catalog numbers 114020f0 and 114020an due to the potential of hazardous situation of swinging of the back plate if an extension bar will open the eccentric lever of the back plate. Field action was launched in order to inform the customers to perform pre-use checks of all table top functionalities (including and specifically the safety eccentric levers) and to perform/request regular preventive maintenance by a getinge authorized field service technician. Furthermore, if the last service is more than 12 months ago, an appointment to service the device is indispensable.